Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the joint connecting the rear pulse wire in the r2 te was not soldered, causing the failure. The root cause for the un-soldered joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.